Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture identified a fluid leakage at the level of the discharger ring of the effluent line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During patient treatment, it was found liquid leakage at the electrostatic discharge ring prismaflex m60 set ckt. There was patient involvement but no patient injury and no medical intervention.